Manufacturer narrative:
Date of event: on the initial MDR, the date of event was captured as unknown and was corrected to (B)(6) 2016 on the first supplemental MDR. However, it was later determined the date of event is actually unknown based on additional information and communication with the complaint reporter. Date of event: unknown. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was scratched. There was patient contact reported. No further information was provided.

Manufacturer narrative:
Date of event - on the initial MDR the date of event was captured as unknown, however the date should have been (B)(6) 2016. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to this complaint. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.